Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys hcg + beta test system and a second patient sample tested with the elecsys estradiol iii assay on a cobas e 411 immunoassay analyzer. The questionable results were reported outside of the laboratory and the physician asked for a repeat of the samples. The first sample initially resulted in an hcg+beta value of 0.401 miu/ml accompanied by a data flag indicating carryover. The sample was repeated twice, resulting in values of 2.46 miu/ml accompanied by a data flag and 2.52 miu/ml accompanied by a data flag. The sample was repeated again, but no value was generated, only a flag indicating low signal. The sample was repeated 5 additional times, resulting in the following values (all accompanied by data flags): 2.43 miu/ml, 2.40 miu/ml, 2.67 miu/ml, 2.49 miu/ml, and 2.49 miu/ml. The second sample initially resulted in an estradiol value of 218.0 pg/ml. The sample was repeated three times, resulting in values of 325.4 pg/ml, 330.2 pg/ml, and 363.6 pg/ml. The hcg+beta and estradiol reagent lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The field service engineer could not find any abnormalities. Performance testing passed within specifications. Precision studies were performed with one of the affected samples and the result was ok. 6 month preventive maintenance has not been performed on the analyzer since (B)(6) 2020. The investigation could not identify a product problem. The cause of the event could not be determined.